Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a faulty drawer received a hardware error when recovered. A field service engineer (fse) performed proactive inspection, checked drawers 2.1, 2.2, 3.1 ad 3.2, no issues found. The fse determined that the drawers 3.1 and 3.2 did not have any medications physically loaded, but somewhere it was in pending status even though the drawer was empty. The fse tested the functionality of drawers 2.1 and 2.2, and confirmed no repairs required as there were no issues found. The system functioned as intended after the field service engineer repaired the device.